Event description:
A customer reported experiencing a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy and was sent a replacement pump with updated software by tandem technical support. They were also given instructions on how to handle the existing pump, including placing it in storage mode and returning it via ups with a pre-paid label. The customer acknowledged and understood all instructions provided by support.